Event description:
It was reported by an attorney that a patient sustained ¿burns to both arms and left leg¿ following treatment with a lumenis quantum laser. It was further reported the patient sought medical treatment one day following the procedure. The severity of the burns was not reported. Only one patient adverse event was received for the subject device.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility and making reasonable attempts to obtain patient photographs, treatment settings and other event information which was not provided by the facility. A lumenis service engineer examined the subject device finding that calibration of the treatment head was 16% out of range. A lumenis technical expert reviewed the findings of the engineer stating that although the treatment head was out of range, but within 20% acceptable limits, the patient's condition and treatment settings must be taken into consideration when reviewing the details of the event report. Additionally the technical expert stated proper calibration of the hand piece is predicated upon the acceptable condition and cleanliness of the calibration meter window. Lumenis cannot determine the condition of the calibration meter window prior to the examination of the subject device by the service engineer. In consideration of the single adverse event report that occurred during use of the subject device treatment head, and absent patient treatment settings, photographs of the injury, and information pertaining to patient's preexisting conditions lumenis is unable to determine a cause for the event reported. Should information regarding treatment settings selected by the device operator, patient photographs or other evidentiary material be provided with which to determine a cause, lumenis will file a follow-up report. A review of subject device service records indicated the subject device has had regular preventive maintenance service per manufacturer recommendations and that the facility holds a current service contract.